Manufacturer narrative:
The meter and test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods.

Event description:
We received an allegation of questionable inr results for an unknown number of patients tested with the coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. It is unclear if the reported meter was used for patients 2 and 3; and if results from patient 2 or patient 3 also correspond to patient 1. On (B)(6) 2022. Patient 1 had a meter result of 3.8 inr. The laboratory result was 2.4 inr. The time interval between the tests was not provided. On (B)(6) 2022, patient 2 had a meter result at 9:13 am of 4.1 inr. The exact laboratory result was not provided but it was reported to be low. The time interval between the tests was within four hours. Patient 3 had a meter result at 9:20 am of 3.3 inr. The exact laboratory result was not provided but it was reported to be low. The time interval between the tests was within four hours. The therapeutic range for all patients is 2.0 to 3.0 inr. Patient 1's testing is performed weekly. The lot number of the test strips used for the tests performed on (B)(6) 2022 is 56099216 with an expiration date of 31-mar-2023.